Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) passed out while in the doctor's office and received a shock. Interrogation of the device revealed oversensing, resulting in inhibition of pacing.